Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer by email. The customer was able to find the audit logs for the date and time of the alarms and went over them with the unit director. Together, they were able to look back and find that the monitor had been in cardiotach mode, which does not alarm for vtach. The customer checked seven days back and saw no vtach alarms for this patient at the time of event. The unit director was happy philips contacted them with information regarding cardiotach mode and how it worked to help resolve their issues. A philips remote application specialist (ras) further noted this setting was not a configuration change. This was a user adjustable setting at the bedside. No further investigation or action is warranted at this time.

Event description:
It was reported there was no ventricular tachycardia (v-tach) alarm for room cardiac intensive care unit (ICU) 558 on (B)(6) 2024. The device was in use on a patient at time of event. There was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the patient information center ix indicating there was no v-tach alarm for room cardiac ICU 558 on (B)(6) 2024. The device was in use on a patient at time of event, there was no adverse event reported.